Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol perfix plug on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided:(B)(6) 2013- patient was diagnosed with bilateral direct inguinal hernia thereby underwent open repair with implant of perfix plugs (device 1 and 2). Per op notes, ¿a hernia sac was identified in left inguinal region and was dissected. A perfix plug (device 1) was placed and sutured. On right inguinal region, hernia sac was identified and dissected. A perfix plug (device 2) was placed and sutured¿. (B)(6) 2018 - patient was diagnosed with recurrent right inguinal hernia, thereby underwent open repair. Per op notes, ¿hernia in right inguinal region was identified and was dissected. The perfix plug (device 2) was found detached from pubic tubercle. Adhesions were lysed. The hernia sac had protruded through both meshes under the preperitoneal mesh and the keyhole mesh that was used over the floor of the canal.¿ (the preperitoneal mesh and the keyhole mesh mentioned in this procedure were unknown).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.note, the manufacturing date (15-feb-2013) is considered to be the best estimate.updated data: a2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), g3, g6, h2, h4, h6, h10note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol perfix plug on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.